Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed buildup in the hemoglobin chamber which he cleaned along with the port from the white blood cell (wbc) bath that leads to the hemoglobin chamber to remove (protein) buildup. (B)(4).

Event description:
While servicing a unicel dxh 800 coulter cellular analysis system in a customer's facility, a beckman coulter field service engineer (fse) identified buildup inside the hemoglobin chamber, requiring cleaning. No instrument errors were generated due to level of buildup in this instance. The fse verified hemoglobin test results were not impacted by this issue. There was no death, injury or affect to user or patient treatment.